Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during initial implant, the left ventricular (lv) lead dislodged when the catheter was removed. The lv lead was explanted, and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. Analysis revealed that there were no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.